Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "when removing umbilical sheath at the end of the case one of the side tabs that attaches the cannula to the housing seal broke off and fell into the abdomen. Was retrieved with scope." Patient status - "stable."

Manufacturer narrative:
The event unit was returned for evaluation along with three (3) unopened units from the same lot. Upon inspection of the event unit, engineering confirmed that one seal latch tab on the cannula was broken. The broken seal latch tab was returned for evaluation. Engineering was able to replicate the event on the other seal latch tab; however, the tab required significant force to break completely. The additional three (3) unopened units showed no signs of damage and were found to meet specifications. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. The root cause of this incident could not be confirmed. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.